Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flow was extremely slow in the intermittent catheter kit. Customer explained the reason for that the drain bags might need to be separated or the drainage valve could be opened and closed to facilitate faster drainage. Stated that it was difficult to determine when the urine has stopped draining from the bladder. Also they have to manipulate the drain bag to get it to drain and the catheter seemed too short and the bag volume was inadequate. The volume of urine in the drain bag was inaccurate and it differed from the measurement they got when they pour it into a graduated container.

Event description:
It was reported that the flow was extremely slow in the intermittent catheter kit. Customer explained the reason for that the drain bags might need to be separated or the drainage valve could be opened and closed to facilitate faster drainage. Stated that it was difficult to determine when the urine has stopped draining from the bladder. Also they have to manipulate the drain bag to get it to drain and the catheter seemed too short and the bag volume was inadequate. The volume of urine in the drain bag was inaccurate and it differed from the measurement they got when they pour it into a graduated container. Per additional information received on 23aug2022, stated that no patients required medical intervention with use of this device.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect printing equipment/ format used¿. The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.